Manufacturer narrative:
At this time the device will not be returned pending legal authorization from the hospital to release the device back to the manufacture (edwards lifesciences). Lot number was not provided, therefore review of the manufacturing records could not be completed. The 510k number was not available as the model number is unknown.

Event description:
It was reported that there was leaking at the hub on one central line catheter. The catheter was leaking medication (propofol) at the hub where it meets the black portion of the catheter. No patient complications. This issue was resolved by using a new catheter and inserting another line.

Manufacturer narrative:
The device was not available for evaluation as the hospital would not release the product per their hospital policy. No product model number was provided therefore a review of the manufacturing records could not be performed. The 510k number is not available as the model number is unknown. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The product instructions for use (IFU) inform the clinician that the incidence of complications increases significantly with indwelling periods greater than 72 hours. In the complaint reported, the catheter was noted to be leaking on the 4th day of use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
MDR 2015691-2015-03201 was submitted for the allegation of a product malfunction during use of an unknown model number of a swan-ganz catheter. Upon further review, it was later surmised that an incorrect product was assigned to this event. The initial complaint description stated that the medication (propofol) was leaking "at the hub where it meets the black portion of the catheter." The leakage was discovered on the 4th day of use. The device was exchanged, which resolved the leakage issue. There were no patient complications reported with respect to this event. This information suggests that the suspect device was an oligon presep catheter rather than a swan-ganz catheter; the swan-ganz catheter does not have a "black portion." The suspect device was discarded at the hospital; therefore, confirmation of the correct product was overlooked prior to this review.